Event description:
In 2007, this patient was successfully implanted with the gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component. Nine days later, the patient presented with swelling around the incision site. The following month, the physician incised the wound and drained it. The patient is doing well post-procedurally.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of an additional device related to this event (pxc141200/lot# 04937087).